Event description:
It was reported that the patient experienced no stimulation sensation and had felt no stimulation the day of the report. The patient's symptoms were reported to be back to baseline (prior to implant). The reporter stated that the patient believed that the implantable neurostimulator (ins) was off but when the patient tried to use her patient programmer, she saw a warning/"splash" screen. This was noted to have happened before, when the patient was travelling and went through security where the ins was inadvertently turned off and her symptoms increased until she was urinating 5-6 times a night. The patient then turned the device back on and as a result, her symptoms improved. The patient last changed the batteries to her patient programmer less than a month before the report. The reporter could not actively troubleshoot at the time of the report but was going to attempt it at a later time when the environment was more suitable. The reporter further indicated that the patient was going to make an appointment to see her healthcare provider (hcp) as she was due for a check-up.

Manufacturer narrative:
Product ID 3889-28, lot# v689338, implanted: 2011-(B)(6), product type lead product ID 355018, lot# w59966, implanted: 2011-(B)(6), product type accessory product ID 3037, serial# (B)(4), product type programmer, (B)(4).